Manufacturer narrative:
Section d4 and h4: unknown. Multiple attempts were made to obtain the device information, but no information was provided. Manufacturer's investigation conclusion: the reported event of a no external power alarm via the submitted log file. The log file contained approximately 11 days of data ((B)(6) 2019 ¿ ((B)(6) 2019 per timestamp). ((B)(6) 2019at 21:11, the no external power alarm activated due to both power cables being disconnected at the same time during a power source exchange. On (B)(6) 2019 at 7:06 the rsoc levels of both cables drop simultaneously to 4.6v activating the no external power alarm. The alarm clears shortly after activating when power was restored and appears to be related to a loss of ac power while the controller is connected to the mpu. The alarms did not affect the controller¿s ability to operate the pump at the set speed. There were no other notable alarms active in the log file. The mpu was not returned for analysis. Attempts were made to gather more information regarding the event. To date, no equipment has been returned for analysis and no further information has been provided. The root cause for the first no external power alarm was determined to be user error in disconnecting both cables during a power exchange. The root cause for the no external power alarm while the controller was connected to the mpu was not conclusive determined but appears to be related to a loss of ac power. The heartmate ii patient handbook was available for use at the time of the event. Section 5 of the patient handbook, entitled ¿alarms and troubleshooting¿, all alarm conditions are addressed including no external power alarms. Section 3 of the patient handbook, entitled ¿powering the system¿, outlines the use of the mpu including how to connect the mpu to power and the lights that are active when the mpu is powered on and functioning properly. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section g4: manufacturers aware date was inadvertently omitted from previous report. The correct date was oct 15, 2019.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced a no external power event on (B)(6) 2019. This was caused by power to the mpu being briefly interrupted.